Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic area pain") and cholecystectomy ("gall bladder removed") in an adult female patient who had essure (batch no. A02663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, overweight, hypertension, diabetes, anxiety, asthma, gastric ulcer, gastroesophageal reflux disease, hyperlipidemia, hypertriglyceridemia, irritable bowel syndrome and narcolepsy. Concomitant products included atenolol, atorvastatin, biotin, clonazepam, cyanocobalamin (vitamin b12), fenofibrate, ferrous sulfate, fluoxetine hydrochloride (prozac), gliclazide (diazide), ibuprofen, losartan, magnesium oxide, metformin, modafinil, multivitamins, omeprazole, promethazine, salbutamol (albuterol), sumatriptan and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood testosterone increased ("testosterone went up"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she had hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, headache, nausea, dysmenorrhoea, cholecystectomy, fatigue, weight increased and alopecia outcome was unknown, the blood testosterone increased and vaginal discharge was resolving and the vaginal haemorrhage, menorrhagia, anxiety, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, blood testosterone increased, cholecystectomy, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Concomitant conditions and drugs added. Lot number added. New events added: testosterone went up, abnormal bleeding (vaginal, menorrhagia), anxiety, migraines, headaches, nausea, dysmenorrhea (cramping), gall bladder removed, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, abdominal area pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic area pain") and cholecystectomy ("gall bladder removed") in an adult female patient who had essure (batch no. A02663-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, overweight, hypertension, diabetes, anxiety, asthma, gastric ulcer, gastroesophageal reflux disease, hyperlipidemia, hypertriglyceridemia, irritable bowel syndrome and narcolepsy. Concomitant products included atenolol, atorvastatin, biotin, clonazepam, cyanocobalamin (vitamin b12), fenofibrate, ferrous sulfate, fluoxetine hydrochloride (prozac), gliclazide (diazide), ibuprofen, losartan, magnesium oxide, metformin, modafinil, multivitamins, omeprazole, promethazine, salbutamol (albuterol), sumatriptan and vicodin (hydrocodone w/acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6), the patient underwent cholecystectomy (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood testosterone increased ("testosterone went up"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss") and abdominal pain ("abdominal area pain"). The patient was treated with surgery (she had hysterectomy with unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cholecystectomy, migraine, headache, nausea, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown, the blood testosterone increased and vaginal discharge was resolving and the vaginal haemorrhage, menorrhagia, anxiety, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, blood testosterone increased, cholecystectomy, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - in (B)(6): total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient's medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.